Manufacturer narrative:
The ventilator was investigated on site and the air gas module was found damage replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The received logs revealed multiple test failed during pre-use check at time of the event. The replaced part has not been returned for investigation. The root cause could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the air gas module was found to be damaged. There was no patient involvement. (B)(4).